Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has printer issues. There was no harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to duplicate the reported malfunction. The fse replaced the non-approved paper with OEM chart recorder paper (0683-00-0422). The fse printed 5 patient strips with no errors or issues. The fse performed an inspection and functional checkout. The iabp was returned to service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has printer issues. There was no harm reported.